Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. A visual inspection was performed and it was observed the spo2 monitor reported symptom could not be duplicated. We are unable to determine the cause for this specific event; however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a 10005941 spo2 monitor failed to alarm. There was no patient information provided; however, efforts are being made to collect further information. If any new and/or significant information is provided at a later date, a summary will be provided in a subsequent follow up report.